Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an intraocular pressure (iop) spike thirty days following a micro-stent implant procedure. The iop spike that he reported was in a severe patient with a failed trabeculectomy, therefore well outside of indication. The patient was in the final stages of glaucoma and had no light vision perception, and after the procedure he was able to regain some of his vision and was able to see his hand and fingers. The device remains implanted.

Manufacturer narrative:
Additional information provided. Product evaluation: a sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of a device malfunction. A possible root cause is that postoperative elevated intraocular pressure (iop )is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).